Event description:
Pacemaker generator placed in 1982. Pt had lost weight since placement. Left upper chest with open area of skin exposing pacemaker; no evidence of infection. Removed pacemaker and replaced new one in different location.